Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements in the 130 ohm range. It was noted that the shock impedance measurements have been trending up since implant, from the approximately 80 ohm range to the 130 ohm to 150 ohm range. Boston scientific technical services (ts) discussed with the boston scientific field representative to consider performing a commanded maximum energy shock to determine the delivered impedance value and then discuss with the following physician whether to continue monitoring or to consider performing an rv lead revision based on this data. Ts stated that shock impedance measurements around the approximately 140 ohm to 150 ohm range are when there is truncation of the delivered energy. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements in the 130 ohm range. It was noted that the shock impedance measurements have been trending up since implant, from the approximately 80 ohm range to the 130 ohm to 150 ohm range. Boston scientific technical services (ts) discussed with the boston scientific field representative to consider performing a commanded maximum energy shock to determine the delivered impedance value and then discuss with the following physician whether to continue monitoring or to consider performing an rv lead revision based on this data. Ts stated that shock impedance measurements around the approximately 140 ohm to 150 ohm range are when there is truncation of the delivered energy. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.